Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat a 90% stenosed, type b target lesion in the left anterior descending coronary artery 13 times. The target lesion was located in a section of the lad that was mildly tortuous and 3.0mm in diameter and was accessed via a radial approach. Following the oad treatment, a perforation occurred following balloon angioplasty and stent placement. The opinion of the physician was that the atherectomy treatments contributed to the perforation. Balloon angioplasty was performed, however the perforation was not contained. The perforation was resolved with another stent placement, and the patient's condition was good following the procedure.